Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) for ongoing endoscope issue. The system was tested and verified as ready for use. Isi did receive the ec unit involved with this complaint to perform failure analysis. The complaint was not confirmed based on the field evaluation and failure analysis. The unit was tested on the system and ran 10 power cycles. However, there were no error or bad image quality. Trying different scopes did not replicate the issue. This problem might have happened if the customer incorrectly placed the endoscope on the wrong direction. As the 30-degree endoscope if placed upside down, it will calibrate that way and the image will show upside down. The reported issue could not be reproduced. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the clinical territory associate (cta) called technical support and stated that the endoscope image was upside down. The technical support engineer (tse) reviewed the system logs and found no related errors. The customer power cycled the system prior to calling in to get the image right side up. The tse informed the cta that the surgeon could rotate the endoscope to a position that would cause the system to have an upside down image and that clutching the instrument clutch button and spinning the endoscope 180 degrees will resolve the issue if it was a 30-degree endoscope. Tse further stated that using the instrument clutch will reset the arm memory and resolve the issue as well. The procedure was completed with no reported injury.